Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead was over-sensing noise leading to pacing inhibition and inappropriate shock. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.